Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported clip open while locked was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. Based on the information reviewed, a definitive cause for the reported clip open while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip delivery system (cds) was advanced to the mitral valve; however, after establishing final arm angle (efaa), the clip opened while locked. Troubleshooting was performed, but failed three times. The cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.